Event description:
Three to seven weeks post injection, the left side (3-4 weeks) then the right side (6-7 weeks) developed painful inflammation edema and granulomatous changes. The areas were treated with hyaluronidase, surgical incision and drainage combined with systemic antibiotics and corticosteroids. Dose or amount: 1cc, frequency: 1, route: intradermal subcutaneous. Dates of use: 2009. Diagnosis or reason for use: improved cosmesis.